Manufacturer narrative:
Device evaluated by MFR. Device discarded by customer. The impella 5.0 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old (B)(6) female patient had impella 5.0 pump inserted in the right axillary for myocarditis. The patient had access site bleeding and thrombocytopenia that required an unknown amount of blood transfusion.